Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection noted that the sheath was removed from the sutures tape assembly. The suture tape blue 28", 5" tail and suture tape, black/white 28", 5" tail were not returned with the device. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment of insertion, and/or excessive force used during suture passing/tightening /tensioning.

Event description:
It was reported that during a shoulder arthroscopy the device could not be tightened. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.